Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported by a neurosurgeon that a pt's generator and lead were being explanted due to infection. MFR performed review of device history records and confirmed sterility of the generator and lead before distribution. However, pt's date of birth is unk and good faith attempts to obtain more info have been unsuccessful to date. The generator and lead were returned to MFR and lead analysis was complete. Majority of the lead assembly (body) including the electrodes was not returned for analysis. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified.